Manufacturer narrative:
12- isi received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A log review was performed for the small grasping retractor instrument reported in this complaint (pn: (B)(4)) and the following was found: the instrument was last used on (B)(6) 2020. The instrument was on the 3rd life/usage of 10 for this procedure and not used for any following procedures. No error would appear for a broken instrument cable issue. A site review was conducted and no other complaints have been reported for this product. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The customer reported complaint does not itself constitute an MDR reportable event and there was no reported patient injury. However, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur. Blank MDR fields: follow-up was attempted, but the patient information inwas unavailable. The expiration date for is not applicable. Field is not applicable because the product is not implantable. The information for fields in is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the small grasping retractor instrument cable was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a backup instrument was used to complete the procedure. The procedure was delayed for a few minutes due to the instrument's exchange.